Manufacturer narrative:
(B)(4) (leg pain), (B)(4) (persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery on the lumbar region of her spine from vertebrae l2 to l3 using rhbmp2 on (B)(6) 2006. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Post-op, patient reportedly "had increasingly severe low back pain, with radiating pain into her right hip and legs, numbness and weakness in both legs, and coldness of her left foot. Patient continues to experience chronic mid to lower back pain, with pain radiating to her hips, constant and extreme pain and weakness in her left leg, numbness and tingling in her left leg, and coldness and discoloration of her left foot. Patient suffers from bladder issues, difficulty sleeping, difficulty walking, and inability to sit or stand for extended periods."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis, l2-l3, with segmental instability, l2-l3, status post prior lumbar fusion l3 to l5 with instrumentation and underwent the following procedures: removal of spinal implants l3 through l5. Decompressive laminectomy l2-l3. Transforaminal lumbar interbody fusion l2-l3 with interbody cage implant and bone morphogenic protein. Posterolateral spinal fusion l2-l3, with instrumentation. Local bone graft. As per op-notes,¿ we then placed the bone graft in the lateral gutters of l2 and l3 bilaterally. The quarter inch rod is then placed in the saddles of the pedicle screws and the connections are tightened, placing a small amount of compression across both the left and right sides of the construct. It should be noted that we did irrigate the disc space very thoroughly, as well as the posterior elements prior to placement of the interbody implant with the bmp. We then tightened all the connections of the construct. Fluoroscopy confirmed satisfactory placement of the interbody cage implant, as well as the posterior screws and rods.¿ the patient tolerated the procedure well without any intraoperative complications.